Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05352. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had an initial hip arthroplasty on an unknown date. Subsequently, patient is experiencing symptoms of metallosis. Attempts have been made and no additional information is available at this time.

Event description:
It was reported that a patient was revised an unknown timeframe post implantation due to high elevated metal ion levels. Patient had severe pain before revision. In addition, the patient was drained 7 times before revision. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR 9613350.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR 9613350.